Event description:
It was reported that the patient had a loss of therapeutic effect. The patient would usually have the device set at 4.5 volts at night and 5.0 volts during the day when he was on the right medications. The patient was now set at 6.0 volts at night and 7.5 volts during the day. The patient was no longer on the right medications, as he does not have a physician. He went off of his narcotics cold turkey and was taking over-the-counter medications for pain. Most nights the patient could not sleep, and the patient was getting too much of a shock at 7.5 volts when he rolls over at night while sleeping. It was also reported that the patient was unable to make adjustments with the antenna attached. The patient stated the device had not been dropped and was seeing the poor communication screen with the question mark, even with the antenna attached. The batteries had been changed, the device was fully charged, and this started about one week ago.

Manufacturer narrative:
Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37092, lot# 293780001, product type: accessory. Product ID: 355531, lot# n299142, implanted: (B)(6) 2011, product type: screening device. Product ID: 3550-39, lot# n305414, implanted: (B)(6) 2011, product type: accessory. (B)(4).